Manufacturer narrative:
Based on the qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The alarm trace showed several "tip and cup short" and "procell below warning level" alarms. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys folate iii assay results for 1 patient sample on a cobas pure e 402 analytical unit. The initial folate result was 45.4 nmol/l with flag. A 1:2 dilution of the sample was performed and the result was 17 nmol/l. The sample was repeated on another e402 analyzer line and the result was 13.5 nmol/l. The sample was rerun five more times on the other e402 analyzer and the results were 15.4 nmol/l, 14.6 nmol/l, 13.8 nmol/l, 14.3 nmol/l, and 13.8 nmol/l.